Manufacturer narrative:
Investigation - evaluation a review of the drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The customer returned one used damaged drainage catheter for evaluation. The hub body was identified as an 8.5 mac loc. Bio-matter was present and catheter is discolored (yellow) at the distal end and some brown streaking extending from one of the side-ports about 50 mm.; no other visible damage was observed. The stiffening cannula was inserted into the catheter and removed with minimal difficulty. Measures have been initiated to address this issue. We will continue to monitor for similar complaints.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reports insertion of a ultrathane mac-loc locking loop biliary drainage catheter through a difficult access area with an obstruction. The attending attempted to remove the stiffening cannula after placement. The cannula got caught on the string as it was being removed and the attending was not able to remove the cannula.. The entire drain with cannula was explanted and the attending opted to place only an external pigtail drain. The patient is reported as "okay"; no unintended foreign bodies are retained within the patients body. The reporter opines "they were unable to place an int/ext drain and will therefore probably need to bring the patient back to place an int/ext drain."